Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient almost fainted. It was further reported by the patient that the patient's heart rate was low. Follow up information was unable to be obtained. The implantable cardiac defibrillator (ICD) is still in use. No further patient complications have been reported as a result of this event.